Event description:
It was reported that during the lap gastric bypass procedure, the instrument was loaded improperly per the surgeon and head nurse, when the doctor fired, it pushed the reload out of the end of the stapler. It cut, but did not staple the tissue. The case wa completed by pulling another device. This added 45 minutes to the or time. No patient consequence.